Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc/flag issue, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The original complaint description states "console has not recognized the purge cassette". Although this cannot be confirmed via aic logs, it is likely that a different message was presented to the user: "purge fluid not detected" which can be caused by an immobilized purge spindle. The contamination was the root cause of the purge issues during case start. This report is being filed as part of a retrospective review of historical records.